Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the core micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The alleged failure of bias current message could not be duplicated during the device evaluation. Upon visual inspection, the rotor was found stuck in motor and the motor, sockets, spacer and preload bearing mount were found to be corroded. Corrosion can be a cause of bias current message. The device has been repaired and will be returned to the user facility.